Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a nc quantum apex balloon catheter with a stopcock attached. There was blood in the hub and contrast in the inflation lumen. Inspection under magnification revealed there was a balloon pinhole next to the proximal markerband and the shaft was kinked 18cm from the distal tip. There was no damage or irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced and was able to cross the lesion. The balloon was inflated for 15 seconds however it ruptured at 12 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 2.5mm non bsc balloon catheter. No patient complications were reported and patient's status is good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced and was able to cross the lesion. The balloon was inflated for 15 seconds however it ruptured at 12 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 2.5mm non bsc balloon catheter. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).